Manufacturer narrative:
Exact date unknown, event occurred about three months ago, based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.